Event description:
It was reported that there was a difference between inspiratory and expiratory volumes, alarms for low fio2 were generated. No patient harm reported. Manufacturer´s reference #: (B)(4).

Manufacturer narrative:
It was reported that there was a difference between inspiratory and expiratory volumes, alarms for low fio2 were generated. Our field service engineer investigated the reported machine on site. It was not possible to reproduce the reported issue. The customer discovered that the endotracheal tube was displaced high. Once the endotracheal tube placement was corrected the issue was resolved. The provided logs confirm the reported issue. However, the reason for the volume to be low while the endotracheal tube placement is high, is not established by this investigation.

Event description:
Manufacturer´s reference #: (B)(4).